Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting oversensing and pacing inhibition on the right ventricular (rv) channel. Damage to the rv lead was noted and a conductor fracture was suspected. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.